Manufacturer narrative:
During troubleshooting of the reported device issue, an olympus representative indicated that the rating on the ground fault circuit interrupter breaker that tripped was unknown in comparison to when used in the new operating rooms. The representative did confirm that upon inspection of the facilities biomed, the device was cleared of any defects. The conclusion was to obtain a new video system center to see if the issue persists and return the current one to olympus for evaluation. The customer indicated that they would need to speak with their asset manager for approval. At this time olympus has not received this device back for testing and evaluation. Should the device be returned, an evaluation will be completed, and a follow up report will be submitted.

Event description:
The customer reported to olympus the visera elite ii video system center tripped the ground fault circuit interrupter breakers when powered on in various older operating rooms and only worked when plugged into a transformer on the mobile endoscopic workstation (wm-np3 cart). Additionally, it was mentioned that the video system center did work in the newer operating rooms. The reported issue was discovered prior to, during or post an unknown diagnostic procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to d8 to g2 (inadvertently selected healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since it was determined that there was no problem with the subject device itself, it is likely that the problem was caused by the power supply in the facility. Olympus will continue to monitor field performance for this device.